Manufacturer narrative:
The local factory service rep observed an intermittent lock up condition resulting from the device main pcb assembly. The assembly was replaced, the device retested and returned to the facility for use. A factory evaluation of the replaced assembly determined in improperly installed component, u46.

Event description:
Reportedly, shortly after the device had powered on for patient use, it "locked up". This allegation was based upon the observation that the device would not respond to actuation of any front panel switches and the device display had a frozen trace.